Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the cds was removed and replaced. A new cds was used with the same sgc and no issues occurred. One clip was successfully deployed, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak (cds) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the analysis, a cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a